Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. (B)(6).

Event description:
It was reported that a clave® connector was found to have a fluid leakage from the infusion connector. After disconnecting the set, it was observed that the connector failed to retract, resulting in the leakage. After replacing the new connector, the therapy resumed properly. There was patient involvement, but no patient harm/adverse event was reported.